Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the bd precisionglide¿ needle there was an issue with a loose needle. The customer states ¿the needle was loose on the syringe when attempting to load cartridge with insulin. Customer reported tightening the needle and using the syringe and needle successfully.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: one sample was returned to bd for evaluation. A quality engineer was able to inspect the returned sample but failed to identify any defects. Thus, the engineer was unable to verify the reported issue of loose needle on the syringe. Since the engineer was unable verify the reported issue and a root cause could not be identified. A review of the device history record could not be performed since bd did not have the reported lot number. Investigation conclusion: bd was unable verify the reported issue and a root cause could not be identified.